Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information for a complete pump reset. After following the reset instructions, the error code did not appear again, and the customer successfully started their sensor session.